Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to patient¿s esophagus wall. It was reported there was no harm caused to the patient and no medical intervention was required. There was a repeat procedure performed. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. It was reported there was nothing unusual about the patient or procedure which caused the event. It was reported lubricant was used to facilitate capsule placement. The delivery system and capsule are expected to be returned for evaluation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.